Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon was unable to inflate inside the target lesion. While treating the 99% stenosed, left anterior descending artery, a 2.0x12mm apex monorail balloon successfully crossed the lesion but then was unable to inflate under nominal pressure inside the target lesion. During the removal of the balloon no difficulty was experienced, but after the removal, and physician noticed that the balloon was ruptured on the first inflation at 6 atm's. The physician "felt that the severe calcification and torturous vessel caused the balloon rupture". No patient injuries or complications were reported. The procedure was completed with a different device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.